Manufacturer narrative:
E1 address (full): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device's ceramic tip can be seen partially. The issue was observed during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most likely cause is a third-party repair on the ceramic tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.